Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. Unopened representative samples were returned for analysis. During the visual inspection of the unopened samples, no defects found on the packages. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Functional test was performed and the pull force were above the minimum requirements. Per the samples condition no performance pull off suture needle were found.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture came away from the needle. A different suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.